Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a homechoice cassette and a luer transfer set. This event occurred during use with patient involvement. The care giver (cg) was attempting to connect the patient for therapy when they felt the connection go further than expected; the cg had been able to turn the connection past the ¿stop point¿. The cg turned off the homechoice and set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.